Event description:
This rv lead was implanted on (B)(6) 1998.a call to technical services on 9/28/2011 states that since may 2011 there have been some impedance spikes up to 2,000 ohms from normally 400-500. Thresholds haven't changed at 1 .0 v at 0.3 ms and r-waves still good at 22mv. There was some nonsustained episodes from june, july and september in the logbook that were because of noise. The hcp tried to recreate noise but no luck. Technical services discussed that it sounds like there is a lead integrity issue due to the impedance spikes, noise in episodes, and the lead being 1 o+ yrs old. Partial fracture possibly. Technical services discussed that may be just a matter of time before the the patient gets some inappropriate therapy from the noise. Technical services discussed that it is up to the hcp on how to address the situation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)